Manufacturer narrative:
A medtronic representative, following-up at the site, noted that the reported issue could not be replicated. Noted was that the surgeon initially wanted to use the spine reference frame, however, after verifying all the instruments the surgeon decided to switch to the cranial reference frame. After the frame was switched out, the surgeon took the spin and noted the inaccuracy immediately. On 12/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/04/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion cervical procedure, the surgeon acquired 2 navigated imaging system spins and both were alleged to be inaccurate by 1 centimeter in the anterior posterior (ap) direction. The surgeon opted to abandon the use of the navigation system to continue the procedure to completion. Delay in therapy was 15 minutes.